Event description:
Customer reported the reservoir was leaking. Customer blood glucose was 235 mg/dl. Customer did not have the lot number of the reservoir. Customer reported the insulin was in the reservoir compartment and no fluids in the lcd display. No cracks in the barrel of the reservoir. Customer reported the bottom of the reservoir was wet. Customer stated the reservoir had moisture on it. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.